Manufacturer narrative:
Corrected: lot #, manufacture date. Examination of the polyethylene insert confirmed anticipated wear for a polyethylene knee device implanted for approximately seven years. A search of the complaint database did not show any additional reports against the lot code. No evidence was found indicating product failure or product contribution to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient revised for loose femoral, tibial and patella components and noted osteolysis.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the lot codes. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.